Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019. (B)(4). Follow up attempts were made to gather additional information from the customer, but no information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 toric symfony intraocular lens (iol) implanted in the patient's operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to an incorrect lens power for the patient. There was no incision enlargement or suture required and the patient is reportedly doing good post-surgery with the replacement lens, a model zxr00 symfony, 22.5 diopter. No further information provided.